Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and stated that the insufflator had gone down. The customer had power cycled the system prior to calling, but the issue was not resolved. The customer disabled the insufflator, and they were using an airseal. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to reproduce the reported issue and the fse replaced the insufflator to resolve the issue. System tested and verified ready for use. An RMA was issued to the customer requesting to have the device returned. Isi did not receive a da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The insufflator was returned and evaluated by the failure analysis team, who determined that upon visual inspection, no issues were found that would be related to the reported event. The insufflator was installed onto a known good in-house system and system did not trigger any issues or errors at startup. The insufflator was responsive. A valid golden tube set was installed and the insufflator was able to engage. An invalid tube set was then installed and the unit triggered the error message ¿invalid tube set¿, while the light ring on the insufflator continued flashing yellow. A functional test was performed, and the insufflator passed all tests. No air leakage was detected, and nothing appeared to be wrong with the unit.